Event description:
It was reported during central processing and cleaning, the maryland bipolar forceps instrument had burn marks on the tip. There was no report of patient involvement, mitigating any patient injury. Intuitive surgical, inc. (Isi) followed up with the customer and found that there was no arcing observed during the most recent procedure in which the instrument was used.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument and performed a device evaluation. Failure analysis confirmed the customer reported issue. The instrument was found with thermal damage at the yaw pulley. Black char marks were observed. Any material missing is likely to be thermally induced rather than mechanically induced. Root cause is attributed to mishandling/misuse. Failure analysis found the primary failure of thermal damage to the bipolar yaw pulley to be related to the customer reported complaint. The electrical continuity test still passed and there was no insulation damage observed to the conductor wire. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the device logs for the maryland bipolar forceps (part# 470172-16 / lot-sequence# n10181221-0025) associated with this event has been performed. Per this review of the logs, the maryland bipolar forceps was last used on (B)(6) 2022 during a benign hysterectomy on system serial# (B)(4). No image or video clip for the reported event was submitted for review. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the instrument exhibited signs indicative of thermal damage. At this time, it is unknown what caused the thermal damage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.